Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus, the caution alarm of the tube obstruction was not working during a diagnostic procedure. The procedure was completed with a similar device and there was no delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. The customer allegation could not be confirmed at incoming inspection of the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.